Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by deleting the patient data. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard disk was full. A review of log file found low disk space message. Upon functional testing fse deleted patient data but still it¿s showing full. Fse replaced the hard disk. After replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system hard disk was full, which could prevent imaging. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.